Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "almost had a stroke". A patient reportedly had to go to the doctor's office to be tested. Their meter allegedly had no power. Issue not resolved. The result on their meter was unable to test. The result on the doctor's meter was 300 mg/dl. There is not comparison. Not treated. No further information has been reported.